Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to no capture at max output. A new lead with the different model was implanted. No additional adverse patient effects were reported.